Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture bg-iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old black or african american female patient underwent primary breast augmentation with 650cc mentor memorygel breast implant on the left side, and with 500cc mentor memorygel breast implant on the right side, date of implant september 4, 2012 experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(4) on the left side, and with catalog 3505504bc; serial number (B)(4) on the right side on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient experienced breast implant rupture on the left side complicated by granuloma formation in the left axilla region and confirmed by MRI. It was also reported that the patient developed capsular contracture bg-iii in both breasts. It was also reported that the patient developed hypertrophic scar of the right and left breasts. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).